Manufacturer narrative:
Product complaint # (B)(4). Batch # t5c84. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60g cartridge reload loaded on the device. The reload was received fully fired and with damage on cartridge deck. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5c84y. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Photographic analysis: four photos were provided; pictures one, two and three show the open jaws of a device from top view with a green reload loaded. Eight fully formed staples were noted on the cartridge deck. Picture four show the open jaws of a device from bottom view with a green reload loaded. The knife indicator can be seen in its home position. Based on the shape noted on the staples showed on the photos, the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion.

Event description:
It was reported that during an unknown procedure, the staples formed at the crotch and at the end. No staples formed in the middle. The malfunction occurred during a partial gastrectomy with a green reload. On the fourth firing on the body of the stomach towards the fundus the staples formed in one area, not formed in the adjacent area, formed in the next area. They did not form on the patient side or the specimen side. The surgeon resolved this by over sewing the staple line. The rep indicated that the patient is a ninety-year female and is ok. She had no previous surgeries and there were no clips in the abdomen.

Manufacturer narrative:
(B)(4). Corrected data: investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60g cartridge reload loaded on the device. The reload was received fully fired and with damage on cartridge deck. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. One probable cause was the device clamped on an object in the proximal end of the device and was pushed forward as the knife/I-beam advanced, thus damaging the deck of the cartridge a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.